Manufacturer narrative:
(B)(4). The lot was manufactured from january 30, 2014 to february 05, 2014. The device was received and the evaluation was completed to investigate the reported event. Visual inspection revealed the bladder to be ruptured. Further microscopic inspection located a marking on the exterior surface of the bladder near the rupture line. Therefore, the reported condition was verified through evaluation. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured during priming. The location of the rupture was not specified. The device was filled with 4 mg in 100ml of zoledronic acid. There was no patient involvement. No additional information is available.